Manufacturer narrative:
The customer failed to provide the necessary authorization to perform the necessary repair; no corrective action taken to date. The device will remain out of service until a decision is received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The customer authorization was received, and the pending repairs were completed. The philips authorized service provider (asp) reported the backup alarm failure issue was not duplicated during a device evaluation. However, since the history of check vent: backup alarm failed (error code: 1104) occurrence was observed in the event log, the central processing unit (cpu) board was replaced as preventive recurrence. The device was tested and verified as operational, then returned to the customer for clinical use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The authorized service provider (asp) determined the central processing unit (cpu) printed circuit board assembly (pcba), and user interface (ui) assembly required replacement. The asp also noted the liquid crystal display (lcd) installed in this device is no longer manufactured and not compatible with the surrounding parts proposed to be replaced, namely the second-generation ui. Therefore, the lcd will required replacement as well. There is no failure related to the lcd; this is a proactive replacement due the incompatibility with new parts. The customer was provided a service proposal for repair approval. The investigation is ongoing.

Manufacturer narrative:
H10: e1: (B)(6).

Event description:
Philips received a complaint from the customer reporting a backup alarm failed error message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. The device was exchanged for another v60 ventilator. The device did not meet specification for intended use and was removed from service. The biomedical engineer (bme) reported the check vent: backup alarm failed alarm would not stop sounding during a pre-use device inspection. The issue could not be duplicated when a philips authorized service provider (asp) performed an operational check, however, diagnostic code 1104 -post backup audible failed was observed from the event log. The investigation is ongoing.